Event description:
The customer reported via phone call that she was in the hospital for 3 days with a high blood glucose. Customer stated that the threshold suspend feature would go off all the time, but it did not go off all the time when she was in the hospital. Customer will call back with more information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.